Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned in a plastic container in balanced salt solution (bss) solution. Iol is air dried. Light scratches are observed on iol optic. Toric marks confirmed. Carton on primary label also returned showing. No secondary label set returned. The lens was sterilized and measured by r&d engineer (B)(6) in r&d pilot line and was confirmed as company lens. Photo shows implanted iol. 3 dots are visible on the iol optic at the gusset location. Toric marks confirmed. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, surgeon reported a non-toric lens had toric markings. Noted upon insertion of lens and surgeon was unsure of what to do. Left lens implanted. On one day post op patient is seeing 20/200 and unable to see intermediate at all. Additional information was requested and received the iol was exchanged in a secondary procedure following the initial procedure.